Event description:
It was reported that the tubing of an unspecified quantity of clearlink system continu-flo solution set had unreported damage and leaked. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the devices were not returned and the lot numbers were unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.